Event description:
It was reported that a dissection occurred. A 3.00 x 20 mm synergy drug-eluting stent was deployed. However, during post-dilatation, a distal edge dissection occurred. Another stent was deployed to cover the dissection. The procedure was completed successfully, and the patient recovered fully and remained stable.